Event description:
Livanova deutschland received a report that a centrifugal pump system (scp) did not respond to the increase in flow rate during procedure. Despite the input of reaching full flow, the reservoir tended to fill up. There was no patient injury. In details: the circut was primed with no issue and check list completed. A the begin of the procedure, the calculated flow could not be reaced due to drainage problems. This activated the erc that was reopend promptly. The desired flow was reached. Then the perfusionist realized that the reservoir tends to fill up despitet the attepts to reach full flow: the centrifuge does not respond to increase in flow rate. During the troubleshooting, apparently without carrying out any manoeuvre, an appropriate rpm appears on the centrifuge monitor. The procedure is completed with no issue.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H10: livanova deutschland manufactures the sorin centrifugal pump console. The incident occurred in italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code h.11: a livanova service representative checked the device and as a precaution, ferrites were fitted to reduce potential emc. The serial port file was pulled for further investigation and analyzed. The data recorded in the serial port file is consistent with the information provided by the perfusionist. Nevertheless, contrary to what the user observed, when going from a flow of 4.48 lpm to a flow of 2.89 lpm, the pump rpm went from about 2500 to almost 1900 (and not zero). A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar events have been reported. Based on the collected elements and considering what the perfusionist reported, it is possible to conclude that: - it is unknown the reason why 0 rpm was displayed on the panel from 9:35 until 9:37. The real rpm value was almost 2000 rpm, as proved by the data recorded in the serial port file. It cannot be excluded that a temporary issue may have occurred and then resolved on its own. - it is unknown the reason why the perfusionist was not able to reach the desired flow, nevertheless, it cannot be excluded that the problem observed by the user was caused by non-device related factors (i.e. Patient resistance, clinical scenario). No action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova, it was confirmed that despite the speed increase by turning the knob, the display read 0 rpm and flow was 2.89 l/min; the reservoir filled up. The customer decided to continue the procedure with the centrifugal pump, keeping a back up one within reach in the operating room. In addition, it was learned that the circuit was free from clamps or various obstructions, even the arterial electro-clamp showed an open display. During procedure, the connect device was active. Furthermore, the affected pump was inspected and no deviation was found. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.